Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h6, h11. The device was not returned to olympus for inspection. However, the customer was contacted in order to resolve the issue and therefore the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the flushing pump, footswitch does not self-inflate back to the original position. The issue was found during procedure. There were no reports of patient harm.